Event description:
It was reported that over the last three days the patient had suddenly loss of control and had return of symptoms. The patient reports they had solid stools, some control and were able to make it to the bathroom even though they were going frequently. Then all of a sudden stool started leaking out and was "real thick and gooey" and they can smell it. The patient went to use patient programmer and reports nothing was coming on the screen due to programmer batteries being dead, even though they just replaced batteries. The patient last used programmer a month ago to turn to a different program and turn it up. They thought they replaced the batteries recently (about 3-4 weeks ago) but could be mistaken. Did not have batteries with them at time of call and states they will call back. Additional information was requested but not available at the time of report. If additional information received, supplemental will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0duw1, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).